Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating basic occlusion test, occlusion test, force sensor test and displacement test. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump powered up properly after battery installation. The insulin pump had cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump does not deliver insulin and there is fluid underneath the lcd display screen. Customer's blood glucose was 356 mg/dl at the time of incident. The customer is requesting a new pump and was advised that the device would be replaced and agreed to return the product for analysis. No further details given.